Event description:
This was performed to treat fibroids. No pregnancy test was given prior to procedure and pt was pregnant. Radiation is used during the procedure and pt is concerned about longterm effects on their baby and themself. Pt was not given much info and afterwards found that this is a highly experimental procedure. Pt's medical records state that they had spasms during the procedure and there are implants left during it. They were not informed of this. Pt is concerned that others are having the same procedure with as little info given to them. Pt's fibroids are still present.